Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5 12.1 implantable collamer lens of -7.50/5.5/097 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Lens rotation was observed. The lens was repositioned and this did not resolve the problem. On (B)(6) 2024 the lens was exchanged for a longer length lens the replacement lens resolved the problem. Cause reported as patient related factor.

Manufacturer narrative:
Device evaluation: h3-lens returned in a vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).